Event description:
The device has been used, and is leaking at the needle housing.

Manufacturer narrative:
The complaint of a broken 20g safestep infusion sets was confirmed but the cause is unk. The sample was received in two segments. The needle housing had separated from the extension set tubing. Microscopic examination (20-50x) of the damaged sample revealed that the tubing broke within the needle housing. The distal end of the tubing was nearly straight and contained a semi-glossy veneer. The needle housing was split longitudinally by the examiner, revealing a tubing fragment still adhered to the needle stem. A chr of lot #d906206 showed one other similar product complaint from this lot. (220307)